Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Three months postoperatively, the lens vaulted in a z configuration, which resulted in a minor increase in myopia and astigmatism. At five months postoperatively, the lens was explanted and replaced with a different lens model. The pt's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The explanted lens was not returned for evaluation, however, two lenses from the same manufacturing lot were pulled from retains and evaluated and subjected to dimensional testing. The results indicate the lenses met specifications. Root cause: conclusions: according to the physician, the root cause of the reported event of lens vaulting was attributed to capsular contraction in combination with the iol flexibility.